Event description:
Total knee prosthesis of the left knee. Burn was noticed the same day after the surgery in post-operative care unit on the thigh. The burn was located on the left interior thigh, underneath a tourniquet. Hospital procedure is to put cotton on the thigh, then place the tourniquet on top of the cotton. There is no metal in the tourniquet. The pad was placed on the right leg thigh. Patient has had to return two-three times for check-ups, another surgery for debridement of the area due to infection, as of 2003 it was not healed yet. Attending physician is the doctor who confirmed that it was a burn, not the ortho surgeon.